Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 not detected on bus. The customer attempted to open the back and reseated the cable, still issue persisted. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the fluid ingress was confirmed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "main drawer 6 is not detected on bus" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing and inspection process. According to the work order (wo) (B)(4), the fse replaced drawer controller board and pmc board ran hta test. The test passed had the pharmacist inventory and medication out of the drawer. Ran hta, and had the pharmacist test. During dchu visual inspection: p/n 151622-01: no damage was observed. P/n 151903-01: shows signs of fluid ingress. During dchu testing: p/n 151622-01: dmm testing was performed and the test failed because the results were out of range. P/n 151903-01: laboratory testing was not required since the fluid ingress was confirmed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "main drawer 6 is not detected on bus" is attributed to the fluid ingress of the part p/n 151903-01 which led to circuit instability and compromised the drawer's functionality.